Event description:
Explanting physician reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a missing shell, red particles material were found on the shell and the device had a broken shell. A weight test of the device was verified and the device was under weight. A microscopic analysis was performed which identified was broken was found with the following conditions a striated edge on the radius due to surgical damage, a sharp edge on the radius due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on radius due to surgical damage, sharp edge on the radius due to an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture on the right side. The device remains implanted. .